Manufacturer narrative:
(Secondary intervention, dilated with a balloon), eval results: dissection.

Event description:
An endeavor sprint rx drug-eluting stent was implanted at the rca ostium, reducing the stenosis from 95% to 0%. This was a very difficult procedure. A galeohydro f extra support 0.014 x 175cm guide catheter was advanced over the stenosis of the rca ostium in the vessel periphery. Afterwards performing a ptca with a 3.0 x 15mm balloon, then implantation of the drug-eluting stent into the rca ostium. A distal dissection is reported to have occurred which could only be dilated with difficulty with a balloon. Stent implantation was not possible because the vessel was reported to be tortuous and calcified and the stent couldn't be advanced. Changed over to a stronger guide catheter, but passage of the guide catheter in the actual vessel lumen was not possible. Significant 70% recurring stenosis of the rca ostium after ptca, reported approximately 9.5 months following index procedure. Successful re-ptca of the rca ostium was carried out, reducing stenosis from 70% to 0%. Pt was on dual antiplatelet therapy at the time of the revascularization event. Investigator has assessed the relationship with the revascularization to the study device as highly probable.